Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise episodes were detected due to myopotential oversensing. Reprogramming was recommended.